Manufacturer narrative:
No alarms were noted in the history file. The pump was unable to prime during the prime test due to moisture damage on force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime/fill anomaly. The motor was tested outside of the device, and passed. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a missing end cap sticker.

Event description:
Customer reported via phone call that around three months ago, the insulin pump alarmed motor error and a week prior to the call he received a no delivery alarm. Customer also reported that on (B)(6) 2015 the insulin pump started counting up, restarted and it forced him to rewind/prime. Customer stated that his doctor attempted four times to upload the readings but they were receiving an error that information would be deleted. The alarm history was checked and it showed a software error alarm and two test failure alarms. It was unable to confirm the motor error alarm due to the insulin pump history just showing up to (B)(6) 2015 and the alarm occurred prior to that date. The insulin pump passed the self test. Customer declined troubleshooting for motor error. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.